Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the retainer ring was cracked. Customer stated that insulin pump had neither been bumped nor dropped. Customer stated that the reservoir did not lock in place when inserted into insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unable to perform displacement test and occlusion test due to partially broken retainer. The reservoir does not stay locked in due to partially broken retainer. Device passed self test, sleep current measurement, active current measurement, rewind, seating, basic occlusion test and force sensor test. Device received with cracked keypad overlay, pillowing keypad overlay and minor scratches on case.